Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that they experienced low blood glucose. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's blood glucose was 51 mg/dl at the time of e-mail. The customer stated that they treated the low blood glucose with soda. The insulin pump will not be returned for analysis.